Event description:
The patient's mother reported that while at school, her son tested his blood glucose and it was 400 mg/dl. His normal range is 100-150 mg/dl. She stated that he was experiencing constant urination and nausea. He administered an injection to lower his blood glucose value. Once the pt arrived home from school, he discovered that the infusion set tubing had separated from the luer lock connection. The pt changed his infusion set at that time. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.